Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from three samples from two patients tested on the cobas e411 disk with serial number (B)(4). The initial result was reported outside of the laboratory. For patient 1, the result was suspected to be too high which prompted a new blood draw from the patient. Patient 1: initial sample: on (B)(6) 2023, the initial result at 3:48 pm was 90.39 pg/ml with a data flag. The first repeat result at 6:46 pm was 9.44 pg/ml. On (B)(6) 2023, the second repeat result was 4.88 pg/ml. The third repeat result was 4.56 pg/ml. The initial sample was rerun seven times. It is not clear if the results were "all over 9". New sample: on (B)(6) 2023, the initial result at around 6:00 pm was 4.39 pg/ml. The first repeat result was 10.45 pg/ml. On (B)(6) 2023, the second repeat result was 4.72 pg/ml. The third repeat result was 5.17 pg/ml. The reporter reexamined about 10 patient samples and found other discrepant results. Patient 2: on (B)(6) 2023, the patient sample had an initial result of 4.11 pg/ml. The first repeat result was 9.94 pg/ml. The second repeat result was 7.99 pg/ml. The third repeat result was 8.23 pg/ml.

Manufacturer narrative:
The calibration on 27-dec-2022: was within specifications. The calibration data do not point to a general reagent or instrument problem. The qc was not measured on the day of the event. The customer did not use rack/disk adapters. Product labeling states "inserting a roche rack cup adapter into a rack use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The provided clotting time of 30 minutes was very short (the exact tube name was not provided) and should be checked with the tube supplier's recommendations. There were no sample-related alarms on the day/time of the event. The customer performed a repeatability rest using 10 samples. The repeatability test in one sample was poor. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
In MFR report ref # 1823260-2023-00568-00, b5 - describe event or problem's fourth line should have been: "patient 1: initial sample on (B)(6)-2023, the initial result at 3:48 pm was 90.39 pg/ml with a data flag. The first repeat result at 6:46 pm was 9.44 pg/ml. The second repeat result at 7:16 pm was 9.70 pg/ml. On (B)(6)-2023, the third repeat result was 4.88 pg/ml. The fourth repeat result was 4.56 pg/ml. The initial sample was rerun seven times and the results were all more than 9 pg/ml." Instead of: "patient 1: initial sample on (B)(6)-2023, the initial result at 3:48 pm was 90.39 pg/ml with a data flag. The first repeat result at 6:46 pm was 9.44 pg/ml. On (B)(6)-2023, the second repeat result was 4.88 pg/ml. The third repeat result was 4.56 pg/ml." The initial sample was rerun seven times. It is not clear if the results were "all over 9".